Event description:
Customer reported that after a collision the system will no longer boot up. No pt injury reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collision sensor. System operates as intended.